Event description:
As reported, the hub separated and sheared from the catheter of a micropuncture transitional stiffened cannula access set when removing the device from the patient's groin. The groin was heavily calcified, and resistance was felt during device removal. All portions of the device were removed from the patient using a needle drivers following a surgical incision. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Summary of event: as reported, the hub separated and sheared from the catheter of a micropuncture transitionless stiffened cannula access set when removing the device from the patient's groin. The groin was heavily calcified, and resistance was felt during device removal. All portions of the device were removed from the patient using a needle drivers following a surgical incision. The patient did not experience any adverse effects due to this occurrence. Additional information received 18may2022. The device was advanced over a cook bentson wire. The hub separation occurred when removing the device to replace it with the sheath. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Cook could not complete a review of the device history record (DHR due to the lack of lot number from the user facility. At this time, cook could not conclude that nonconforming product from the affected lot exists in house or in the field. A document review was completed as a response to this event. A device master record (dmr) review was performed, and the device quality control procedures associated with the complaint were identified. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position. ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Based upon the available information, cook has concluded that patient anatomy was the cause of this incident as the access site was noted to be heavily scarred and that resistance was felt upon device removal, suggesting the introducer got caught on something internal. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 18may2022. The device was advanced over a cook bentson wire. The hub separation occurred when removing the device to replace it with the sheath.